Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 42 mg/dl. The customer stated that, there was a 40 point difference between her blood glucose and sensor glucose. Yesterday her blood glucose dropped to 42 mg/dl but her sensor said she was 78 mg/dl and she knew she was low because she was shaky. Sensor glucose and blood glucose difference was 36 mg/dl. Ensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sg values. Customer advised to monitor and change sensor if issue persists. The device is not expected to be returned for analysis.